Manufacturer narrative:
No conclusion code available. The reported event of backup operation was confirmed. Analysis of the device image revealed telemetry logical channel open authentication failure, which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with device upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near bol.

Event description:
It was reported that the pulse generator was noted to be in back up due to a firmware upgrade. No patient was involved.